Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a capture anomaly was observed. The lead was capped and replaced on (B)(6) 2016. The patient had no issues from the procedure.